Event description:
The report received indicated that when the package was opened, the stent was prematurely deployed in the box, therefore product was not use in-pt. The shipping box and sterile pouch were received intact. The product was stored as usual. This product will be return for evaluation and testing. Additional info will be sent within 30 days upon receipt.